Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient experienced abdominal pain, infections, back pain. It was reported that patient underwent mesh removal on (B)(6) 2012. (B)(4). Additional review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
: It was reported that patient underwent a&p colporrhaphy, enterocele repair and perineorrhaphy on (B)(6) 2014 due to cystocele grade ii, rectocele grade ii and enterocele grade ii.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.